Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3487a-45, lot# v279592, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-45, lot# v391325, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
Follow up reported the device had recharging issues. It was reported the device "had not functioned properly since the first day." Several attempts to reprogram were attempted. The battery at most lasted two weeks. Later, the battery would not last more than a week. The patient had back and lower back pains down to their toes with cramps and tingling sensation. The pain was so intense the patient could not move. Another procedure was done by the health care professional to relieve pain. The patient could not get a good night sleep because of the pain. It was reported, the patient followed instructions on how to charge the battery carefully and exactly as she had been told. It was reported "the patient had so much suffering that they were going through a horrible depression because of the situation." The patient wanted to "eliminate the agony by having the device removed." No further information was reported.

Event description:
It was reported there were recharging issues. After implant, the implantable neurostimulator (ins) had not been charging appropriately. Reprogramming was done and it was able to extend recharging sessions to one month, but then went back to one week. Reprogramming was done again, but it could not extend the recharging interval. The ins was not getting any green coupling bars with the charger. The physician wanted to replace the ins since (B)(6) 2012, but the patient did not allow it since the surgery was so "hurtful." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).